Event description:
Related manufacturer report number: 2017865-2022-07972. During an in clinic follow up, it was noted there was an increased capture threshold on the left ventricular (lv) lead. Diagnostic imaging was performed and no anomalies were noted. The lv was capped and a new lv lead was placed to resolve the event. During the lv lead revision procedure, lead insulation damage was observed on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
Correction: upon review d6b was incorrectly reported, the lead was not explanted, the lead was capped and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.